Event description:
It was reported that a user contacted support for assistance with a supply change while using an ilet system with a steel infusion set and experienced hyperglycemia with a blood glucose of 288 mg/dl; troubleshooting and education were provided, and no alerts or alarms were reported. Symptoms included hyperglycemia. Outcomes included ongoing monitoring at home without escalation or medical intervention. Investigation included remote troubleshooting and user education regarding infusion set and supply change steps. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with no device alarms or confirmed device malfunction identified and no component failure observed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.